Event description:
This is not an ¿event¿ but a reported product issue with medtronic minimed revel insulin pump. I have reported this issue several times to minimed and it has not been reconciled. This issue could easily cause severe ketoacidosis, hospitalization and death. I personally have encountered this issue without knowing there was a problem and suffered severe ketoacidosis but was not hospitalized. The pump has a safety issue where a delivery alarm is not produced when the pump should be delivering insulin. Here is the problem as reported to medtronic minimed. (B)(6) 2012 to (B)(6). Dear customer support, I am writing about a serious safety issue with the new revel pump regarding the finish loading alarm during the reservoir setup process. During reservoir setup, if you do not progress past the ¿do you see drops at end of tubing¿ step you will not get an alarm. This is a serious safety issue that has caused me on multiple occasions to go without basal for hours especially overnight. To reproduce the problem: go through the reservoir setup until you see the display ¿do you see drops at end of tubing?¿ do not answer. You will never receive any alarm. Normally you would/should get the ¿finish loading¿ alarm discussed in the manual. I have reported this issue to technical support earlier this year and received a new pump but it still has the same issue. I have also reported the issue to the pump sales rep in my area. I have yet to get any confirmation of the problem from minimed. Below is an excerpt from the revel user manual starting on page 166 regarding the ¿finish loading¿ alarm during the reservoir setup process. Please contact me if you have any questions. (B)(6). Page 166: finish loading. You have not completed filling the infusion set with insulin. Clear the alarm. This resumes basal delivery. See the filling cannula section in the starting on insulin chapter to fill the infusion set cannula with insulin. If your infusion set has needle cannula, press esc to skip this step. Dates of use: (B)(6) 2011 - (B)(6) 2013. Reason for use: type I diabetes.